Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2008. 310c31 tissue valve, implanted: (B)(6) 2013. Dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was frequent intermittent undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was possible intermittent far field r-wave (ffrw) oversensing and atrial undersensing noted on stored electrograms (egm). Follow up concluded no intervention was performed.